Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the pilot balloon would not hold air prior to use. There was no patient involvement or contact.